Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device makes a squawking noise and would not run. Therefore, the reported condition was confirmed. It was further reported that the electronic control unit (ecu) and electronic motor were not working properly, the coupling head and seals were worn, and the bearings were corroded. The assignable root cause was determined to be due to wear on electronic and mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the small battery drive device made squawking noise, and then quit. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.